Event description:
A (B)(6), male, patient's nurse, contacted zoll customer support to report that the patient's electrode belt had exposed wires at one of the therapy electrode pad connectors. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has not yet been completed. The electrode belt has not yet been returned to zoll. The reported problem (damaged cable or wires exposed) has not yet been confirmed through evaluation. A root cause analysis will be completed upon return of the electrode belt. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.